Event description:
Additional information received stated that the patient had another driveline power fault. X-ray images of the driveline were unremarkable. The modular cable and system controller were exchanged. Corrosion was not seen on the modular cable pins. The site believed that they had the patient long enough and confirmed there were no further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline fault. There was tear in the driveline proximal to where the modular cable could be changed. Log file review revealed low flow events on (B)(6) 2025. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The driveline power fault appeared to have been triggered by a brief elevation in current on power line a but has since returned to normal ranges.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial driveline damage was confirmed via the submitted photo; however, a specific cause for the reported damage could not be conclusively determined through this evaluation. It was reported that the patient had a tear in the proximal portion of their driveline. X-ray images were taken of the driveline; however, they were unremarkable. Review of the submitted log files showed the pump operating as intended. The account submitted one image of the pump cable and ten x-ray images of the pump cable for review. The image of the pump cable showed damage to the outer jacket and underlying armor layer. No wires were exposed, and the damage appeared to be cosmetic only. The x-ray images showed the internal portion of the pump cable, which was unremarkable. The patient remains ongoing on left ventricular assist device, (B)(6), with no further issues reported at this time. The submitted image of the pump cable also revealed discoloration to the pump cable inline connector bend relief and the underlying ptfe layer. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.